Event description:
The patient had proliferative diabetic retinopathy. While the doctor was working in the patient's right eye, the scissors that he had been using for 15 minutes without incident, malfunctioned while cutting some membranes away from the retina, the tip of the scissors shot forward about 2 mm. This caused no damage to the patient's eye. The doctor then backed up and away from the retina, tested the scissors for function, and found the foot plate suddenly shot out about 8 mm, hitting the retina and leaving a footprint. It did not tear the retina. The mechanism failed, but we were able to retrieve the scissors intact from the eye. We removed all scissors with that lot number from service. We replaced the defective scissors with the product from a different lot. We completed the procedure wihout further incident.====================== health professional's impression======================the surgeon was using this device without event or difficulty for 15 minutes before the device abruptly failed.====================== manufacturer response for mpc verticial scissors, advanced dsp tip mpc vertical scissors======================the manufacturer immediately sent a questionaire to the surgeon and requested that we send the device to them.